Event description:
A diabetic nurse reported that a customer had obtained high readings on his freestyle flash blood glucose monitor. The customer was working and felt that his blood sugar level was low. Readings of 5.0 mmol/l, 9.0 mmol/l, 7.0 mmol/l, 21 mmol/l, 24 mmol/l, and 7.0 mmol/l were obtained. The timeframe between the readings being taken is unknown. The customer continued working and experienced hypoglycemia. The customer became dizzy, weak and lost consciousness. The customer was taken to hosp and when tested on the hospital meter they obtained a low result (no actual reading provided). The pt was treated with glucose solution and went home an hour later.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.